Event description:
It was reported that during a thoracic procedure, scrub nurse inserted cartridge into stapler after inserting device into patient, surgeon opened jaws and then the cartridge fell out of place. Device and cartridge were given back to scrub nurse to re-insert cartridge. Again a "click" was hearable. But after opening the device a second time, the cartridge fell out of place again. They re-inserted cartridge (with "click") and surgeon closed device over patient's tissue. After firing, the device could not be opened. They used the red button to reverse knife and open the stapler. After this they discarded device and opened a new one as surgeon did not trust the device anymore. There was a delay of five minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one sc60a device was returned in good visual condition and with no cartridge reload present. In addition the knife was noted to be partially advanced into the lockout region, thus the device would not open. The knife was returned to its home position and the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape; the device closed, fired and opened without any difficulties noted. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The test cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.